Event description:
Reporter indicated, a patient had vns generator replacement surgery due to end of service. The explanted generator was returned for analysis and it was noted the supply current measurements demonstrated an increased current consumption for the device, potentially contributing to a premature end of life condition. With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6. Cause for the c6 capacitor increase in leakage could not be determined.